Event description:
It was reported that the surge suppressor pcb was failing. This would prevent the system from powering up, or could shut it down during use. No patient injury was reported.

Manufacturer narrative:
A ge representative has not reported an evaluation of this system took place.